Event description:
It was reported that during a ptca/stenting treatment procedure the maverick monorail balloon ruptured at 8 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being pre-dilated for stent placement was a calcified, 100% stenotic lesion in a tortuous mid lad coronary artery. The maverick2 monorail balloon catheter was removed and replaced with a high pressure balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.